Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with plate and screw construct on (B)(6) 2012. Patient was returned to o.r. On (B)(6) 2012 for the removal of the hardware due to pain. This is 9 of 9 reports for this event.